Event description:
On the event date, the sales presentative representative reported that during a revision surgery, there was some lucency of the screws, and the surgeon did a culture and sensitivity test on the fluid that was around the screws for pseudoarthrosis. It was noted that there were some loose screws and no bone growth. The doctor reported that there was no infuse used in the initial surgery in 2006, per the medical records. The screw on s1 on the right side was found to be broken. The surgeon removed the distal screw piece without difficulty. There was no surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending.